Manufacturer narrative:
H10: the actual device was not available; therefore, a device analysis could not be completed for that sample. However, a segment of a companion sample (partial tubing with filter attached) was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No functional testing was performed on the companion sample due to the nature of the sample. The reported condition could not be verified as the complete device including the roller clamp was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set was flowing when the roller clamp was in the off position. This was identified during priming in the pharmacy. There was no patient involvement. No additional information is available.